Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup operation and could not be interrogated prior to routine device changeout. The device was explanted and replaced successfully.